Event description:
It was reported that" "patient's wife called in to find out if we had a knee recall. She reported that after her husband surgery, patient needed to be revised due to his tibial component not adhering to bone. Surgeon removed stryker implants and replaced with another company. Patient also had two more surgeries due to infection and has developed dvt and pulmonary embolism."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.